Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Clinical affairs, in regards to the study titled pdc, reported the following: clinical study patient randomized to a prodisc-c (m-s) implantation level c6-c7 on (B)(6) 2007 returned to the surgeon on (B)(6) 2012 with increased numbness in arms when lying in bed. It was noted that the event was ongoing and definitely not related to the type of surgery. In addition, it was reported that the event was probably not related to the implant. No revision or treatment was prescribed. This report is for the unknown prodisc-c implant. This is report 1 of 1 for complaint (B)(4).